Event description:
It was reported the patient presented with an atrial lead that exhibited pacing resulting in right ventricular capture. Fluoroscopy confirmed the atrial lead had dislodged. The lead was explanted and replaced. The patient was stable before, during and after the procedure.